Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) year old male pt underwent an evar procedure on (B)(6) 2014. On (B)(6) 2014, the zenith iliac leg graft with spiral -z technology began to show some occluding and then a week later the main body occluded. The pt then underwent another procedure to explant all of the stent grafts on (B)(6) 2014. The physician left the bare stent and sealing stent inside the pt.